Event description:
Auf der bestellung der paramagnetischen o2 zelle ist eine 4 stellige sn gelistet auf der verpackung der paramagnetischen o2 zelle (B)(6) ebenfalls. Auf der paramagnetischen o2 zelle selber ist aber eine 13- stellige code aufgedruckt. Nur die letzten 6 stellen sind die sn der o2 zelle. Diese letzten 6 stellen werden auch im instrument report vom ham-c6 dargestellt.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the spare parts` labelling failed to be consistent. The root cause was determined to be an inadequate work instruction. There was no patient or user harm reported.